Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, there was foreign material within the nozzle of device causing a clog, a pinhole in the channel tube, a burn on the camera cover, peeling of the adhesive on the objective lens, scrapes on the suction cylinder, discoloration of the electrical connection, wear on the angulation wires, dents on the connecting tube, and scratches on the universal cord protector, scope cover unit, up/down angulation lock lever, up/down angulation knob, right/left angulation knob, right/left angulation lock knob, switch box, scope cover, scope connector, grip, control unit, and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had a pinhole in the sheath cover of the bending portion of the device. Inspection and testing of the returned device found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of objective lens surface cleaning function] \when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.